Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
"It was reported that a patient underwent a revision surgery due to aseptic loosening of the glenoid component, 9 years after initial surgery. Patient ID : (B)(6)."